Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Additionally, it was reported that the customer could not hear the resume pump alarm announce, but stated that the occlusion alarms were heard. Tandem's technical support had the customer set the "button" to vibrate and then to "low" and the sound was announced according to the customer. Reportedly, customer maintained that the pump was not working properly. Blood glucose (bg) was 569 mg/dl which was addressed with pump boluses and manual injections. Reportedly, customer stated that the pump was "inaccurate" since bg was slow to lower. However, customer could not further clarify or elaborate how the pump was "inaccurate" in delivery. Customer reverted to manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Functional testing was performed and no failure was identified.